Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the 60-5274-032, spatula electrod w/stealth ER 5mm x 32cm (5/cs) was being used during a laparoscopic low anterior resection procedure on (B)(6) 2022, when it was reported, ¿the electrode coating was peeling off while using at the surgery. Although it has not been confirmed that it remains inside the body, it cannot be completely ruled out that there is a possibility of it remaining inside the body¿. The procedure was completed with another 60-5274-032, spatula electrod device. The delay was only for the time it took to prepare the replacement. After further assessment questions it was discovered the piece of the fragmented device was not retrieved. Xray imaging was used to help locate the missing piece, but it was unsuccessful. There are no reports of medical intervention or hospitalization for the patient. This report is being raised on the basis of injury with the potential of fragmentation being left behind.

Manufacturer narrative:
Received one 60-5274-032 in opened original packaging. Lot number was verified. Performed visual inspection, it was not confirmed that there were any missing pieces from the insulation. The insulation is torn and has some wearing. A device history record review found no abnormalities that would contribute to this reported event. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 15 reports, regarding 22 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: the user is advised to always use the lowest possible setting to achieve the desired electrosurgical effect. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the 60-5274-032, spatula electrod w/stealth ER 5mm x 32cm (5/cs) was being used during a laparoscopic low anterior resection procedure on (B)(6) 2022, when it was reported, ¿the electrode coating was peeling off while using at the surgery. Although it has not been confirmed that it remains inside the body, it cannot be completely ruled out that there is a possibility of it remaining inside the body¿. The procedure was completed with another 60-5274-032, spatula electrod device. The delay was only for the time it took to prepare the replacement. After further assessment questions it was discovered the piece of the fragmented device was not retrieved. Xray imaging was used to help locate the missing piece, but it was unsuccessful. There are no reports of medical intervention or hospitalization for the patient. This report is being raised on the basis of injury with the potential of fragmentation being left behind.